Manufacturer narrative:
The device was returned to olympus. The user report of device had blank black screen and had a intermittent screen/image when plugged in the connection to the scope was confirmed and due to a faulty patient board set. A software upgrade was recommended. The legal manufacturer performed an investigation. The device history records for this device were reviewed. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause was the subject device was manufactured before the countermeasure were taken on the dr board design change. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It was reported the evis exera iii video system center had a blank black screen and had a intermittent screen/image when connected to the scope. There was no patient/user injury or harm reported to olympus.